Event description:
It was reported that during use of bd max¿ cpo, a false negative vim/imp patient result was obtained. Culture was positive and immunochromatography yielded vim. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for suspected false negative results when using bd max¿ cpo (ref.(B)(4) kit lot 4325067 was performed by the review of manufacturing records, retain material testing, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd max¿ cpo lot 4325067 revealed no anomalies that could explain the customer¿s negative results. Customer reported observing fluorescence curves for both vim/imp (vic) and ndm (cy5) targets; however, the software interpreted the result as ndm positive only, with a negative result for the other targets. According to customer, this is an issue with the interpretation of a positive result with the bd max¿ cpo kit lot 4325067. They cultured the sample which tested positive and immunochromatography detected vim. The retain material of bd max¿ cpo from lot 4325067 was visually inspected and showed no anomalies. However, the kit from lot 4325067 had expired at the time of testing, so no conclusion could be drawn regarding its performance. Customer provided one run files for run 178 and the database from bd max¿ instrument ct1682 for the investigation. Manual pcr curve adjudication of the sample in position a11, identified as the problematic sample, revealed a weak pcr amplification curve with a late CT value and low endpoint both in vic and cy5 channels. The curves observed in all the channels for sample a11, are not atypical amplification curves but rather curves representative of low charge samples. Despite the signal in the vic channel (vim/imp-1-2 targets), the result was negative because the signal did not reach the threshold of CT 10 to 35 and endpoint value above 400 to be considered valid by the algorithm. On the other hand, the signal in the cy5 channel (ndm target) achieved the defined CT threshold range of 10 to 45 and endpoint value above 100, explaining the positive result. Database analysis indicated that sample a11 was a repeat as this sample had already been tested on the same day with another sbt. During the first attempt, the sample (a12; run 177) produced the same final call, showing a positive result exclusively for the ndm target. Again, the CT value for the vim /imp-1-2 target suggests that this sample was at a very low bacterial concentration, below the assay¿s limit of detection for the vim target, explaining the negative vim/imp-1-2 result. Based on the investigation and information provided, no issue is suspected, a specimen at or near the assay limit of detection (lod) is the most likely cause to explain the customer¿s discrepant result. The discrepancy with the repeat and culture results is suspected to be due to the weak target concentration in the sample as well as differences in limit of detection between testing methods. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ cpo kit lot 4325067. The root cause was not identified. However, a sample at or near the assay limit of detection (lod) is the most likely cause to explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.

Manufacturer narrative:
D.2. Additional medical device types: poc. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ cpo, a false negative vim/imp patient result was obtained. Culture was positive and immunochromatography yielded vim. There was no report of patient impact.